Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not used or charged the scs system for several years as the pain had resolved. As a result the ipg was depleted. However the patient now needs the therapy. The ipg was explanted and replaced. The patient reportedly receives effective stimulation therapy and the patient's issue was resolved.